Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2015-05265. On (B)(6) 2015, the patient underwent a trial procedure and was implanted with two leads. Immediately post-op the patient began to experience weakness and numbness in both legs. As a result, the doctor removed both leads. Diagnostic imaging revealed no anomalies. The patient's issue resolved the following day.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05265.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.